Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited an insulation anomaly, low impedance and intermittent sensing. The lead was capped and replaced.